Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and an alarm log review were performed. The alarm log review revealed an f-6 alarm which is related to a battery low alarm. Visual inspection identified that the fuses were burnt. Diagnostic tests were performed and found the led charge was off. The cause was determined to be due to blown fuses. The fuses and main batteries were replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a battery low alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.